Manufacturer narrative:
Device not returned.

Event description:
It was reported that while changing the cartridge, a malfunction alarm occurred. Customer's blood glucose was within range (value not provided). Reportedly, alarm was resolved and customer resumed pump therapy.